Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 1/3/2024, it was reported by a sales representative via phone that (2) ar-1588btb-2j tightrope ii btb sutures were bunching up prematurely, preventing them from cinching. The surgeon pulled tighter on the sutures, which ended up snapping. All the broken fragments were removed from inside the patient. The case was completed by using (2) ar-1371t full thread cannulated interference screw, 7 x 25 mm. This was discovered during an aclr procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.